Event description:
The physician used a wilson-cook tracer hybrid wire guide during an ercp procedure. A wilson-cook fusion extraction balloon was used in conjunction with the wire guide. As the balloon advanced over the wire guide, in the duct, resistance was encountered. The balloon was forced past the point of resistance. The action caused the wire guide coating to peel and roll back. Upon completion of the procedure the wire guide was removed from the patient. At this point it was noted the wire guide coating was damaged. No injury to the patient was reported.